Manufacturer narrative:
The initial MDR was submitted without a 510k number but this device does have a 510k associated with it. The 510k number is k013971.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample was not returned for evaluation. The photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the label was missing from a bd vacutainer plus citrate tube. No injury or medical intervention reported.